Event description:
The reported events pain and increase in the vein were considered to be symptoms of thrombosis and therefore were not coded. This spontaneous report was received from a brazilian physician via a customer service and concerns a 42-year-old female patient (height: 170 cm, weight: 65 kg). She was injected subcutaneously, with a total of 3 ml of radiesse, into the face, for collagen biostimulation, on (B)(6) 2024. Batch number was reported as a00112460 (expiry date: 01/2025). The batch record review was received and the lot number for radiesse was confirmed as a00112460 (expiry date: 01/2025). A lot search in the global safety database was conducted. The patient was injected with 1.5 ml into the right side of the face and with 1.5 ml into the left side of the face. A 22g cannula was used for the injection. Radiesse was diluted with 0.5 ml of lidocaine and with 1 ml of saline solution (product preparation issue, off label use of device). The patient was previously injected with botulinum toxin and had a nasolabial fold filling. The patient's allergies, medical history, surgical interventions and current medications were reported as none. In (B)(6), 2024, after the radiesse injection, the patient experienced thrombosis and hematoma and pain on the zygomatic. As reported, the patient presented with increase in the vein on in the right zygomatic area, on day 3 after the radiesse injection. A hematoma and slight protuberance were observed in the venous path in the right zygomatic region to periocular area, with pain on palpation. There were not signs of inflammation. The patient was not hospitalized. The physician performed an ultrasound and noticed a superficial vein with thrombosis and treatment with anticoagulants and prednisone was started. The outcome of the events was unknown. In the opinion of the reporter, the events were not permanent, did not lead to a new diagnosed chronic disease and intervention was not necessary to prevent a life threatening condition or permanent damage.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event thrombosis (pt: injection site thrombosis), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse injectable implant, lot number a00112460, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted related to this lot.